Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient's mother to always check to see if the transmitter is snapped firmly into place and to reset the bluetooth. No additional patient or event information is available.